Event description:
Fibersource 330cc/2 hr.(165cc/hr) per g-tube. At 1915 tube feeding machine beeped completed & nurse shut it off. Rn noticed the drip chamber was dripping rapidly. The machine volume read 330cc as ordered. This nurse shut off the drip chamber valve & looked to see when the bottle was hung. It was hung at 1300 on this same day. The bottle had infused 1125cc total out of the possible 1500cc in the bottle. The most that should have been infused would be 330cc from 1300 & 330cc from 1800 total of 660cc. (465cc too much & possibly more if the hand time 1300 was near the end of the noon feeding.) No emesis noted over next 6 hours. Resident's hob elevated when went to bed at 2030. Lsc, color pink, skin warm and dry. Md notified & agrees to hold 12mn feeding & notify if any problems from feeding.